Manufacturer narrative:
One cadd legacy pump was returned for analysis. Visual inspection performed and product found to be in good condition with a worn lens. Customer's complaint of lec 1870 was verified. The event log did contain error 1870 on (B)(6) 2018. Service found the motor locked. Service replaced the motor and lens cover. Use testing was performed. The problem source is unknown.

Event description:
Information was received that the cadd legacy pump had lec 1870 and screeen damage. No reported adverse effects.

Manufacturer narrative:
Additional information received on (B)(6) 2018 that there was no patient involvement during event.